Event description:
It was reported from (B)(6) that while the patient was at home he had two controller fault alarms; the first occurred at 02:38 and the second alarm occurred at 13:10. The patient then drove to the clinic. The patient exchanged the controller in the clinic himself and he received a new controller.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed visual inspection but failed functional testing due to a leaky diode. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported event is a faulty diode. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-MDR's were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(6) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report # 37 of 117 .